Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said he obtained readings of 164 and 170 mg/dl on the reported product at unspecified times. The patient said the product issue first started at 9:00 am, but he was unable/unwilling to provide the time difference between the readings. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <=20% and/or <=20 mg/dl. Lfs consumer notes indicate the patient has a history of taking insulin. It is not clear whether the patient took insulin after testing with the lfs product. The patient claimed to be sweating and tired 3 hours after the product issue. He said he took orange juice on the day of event at 2:00 pm. The cca noted that the patient followed correct testing technique. The patient's products were replaced. This complaint is reported because the patient claims he obtained inaccurate readings on the lfs product and afterward was tired and sweaty. He claims he treated himself with orange juice. His symptoms and self-treatment can be typically associated with hypoglycemia.